Event description:
On (B)(6)2023, a patient underwent implantation of a custom-made hip replacement ((B)(4)). During surgery the, an irreversible deformation of the flexible drill shaft ic (ref (B)(4)) occurred. To continue the surgery, a drill shaft and drills of another manufacturer had to be used.

Manufacturer narrative:
On (B)(6)2023, a patient underwent implantation of a custom-made hip replacement ((B)(4)). During surgery the, an irreversible deformation of the flexible drill shaft ic (ref (B)(4)) occurred. To continue the surgery, a drill shaft and drills of another manufacturer had to be used. The affected part was made available for a visual inspection. It was found that several spiral windings were deformed, which confirmed the descriptions of the sales representative. After a review of the product and manufacturing documentation, a technical cause that could be traced back to manufacturing problems can be ruled out. The standard surgical techniques and the surgical technique for the custom-made product have been checked in terms of content, no errors could be found. According to the explanations of the sales representative present, the flexible drill shaft ic deformed during a surgery while drilling through the angled drill guide 6mm. It could have happened that the flexible drill shaft ic suddenly jammed for inexplicable reasons during drilling. The drill shaft may have continued to rotate for a short time and been deformed as a result. The deformation of the drill shaft could therefore be regarded as the result of consequential damage. Another possible cause for the jamming of the drill could have been an unintentional use error, but the condition of the bone could also have had an influence. (B)(4).

Manufacturer narrative:
On (B)(6) 2023, a patient underwent implantation of a custom-made hip replacement (sa23399). During surgery the, an irreversible deformation of the flexible drill shaft ic (ref 02822120) occurred. To continue the surgery, a drill shaft and drills of another manufacturer had to be used. For the analysis, the flexible drill shaft ic used during the surgery was not available. After a review of the product and manufacturing documentation, a technical cause that could be traced back to manufacturing problems can be ruled out. According to the explanations of the sales representative present, the flexible drill shaft ic deformed during a surgery while drilling through the angeled drill guide 6mm. It could have happened that the flexible drill shaft ic suddenly jammed for inexplicable reasons during drilling. The drill shaft may have continued to rotate for a short time and been deformed as a result. The deformation of the drill shaft could therefore be regarded as the result of consequential damage. Another possible cause for the jamming of the drill could have been an unintentional use error, but the condition of the bone could also have had an influence. After a review of the product and manufacturing documentation, a technical cause that could be traced back to manufacturing problems can be ruled out. The standard surgical techniques and the surgical technique for the custom-made product have been checked in terms of content, no errors could be found. This incident was assigned to the error pattern "deformation of the instrument" with the consequence " extension of the operating time". For the marketing period 01/01/2020 to 09/30/2023, no further incidents have become known regarding the error pattern. The calculated occurrence rate is 0,003%. This value is below the limit value of 1% defined in the risk analysis

Event description:
On (B)(6) 2023, a patient underwent implantation of a custom-made hip replacement (sa23399). During surgery the, an irreversible deformation of the flexible drill shaft ic (ref 02822120) occurred. To continue the surgery, a drill shaft and drills of another manufacturer had to be used.